Event description:
I had a breast augmentation surgery on (B)(6) 2008. Mentor smooth round moderate profile saline implanted. Since then, many different symptoms have entered my life. My ibs started to increasingly get worse starting in 2008 until this point. I have developed multiple food sensitivities, including dairy and gluten. I've developed daily headaches, including regular migraines that I have never had prior to 2008. I underwent an MRI specifically for my headaches. As of 2016, I started experiencing vertigo mainly while driving. It has only gotten worse since then. My vision that was always perfect, has been deteriorating over the past 5+ years. Blurred vision is now a part of my life, even with glasses. As of the past 2 years, I have become very sensitive to light, even more so at night. My vertigo+ light sensitivity has now prevented me from driving at night. I'm (B)(6) years old. In 2016, I started getting aching in my bones, joints and muscles. I also have issues with knots in my muscles and constant tension in my neck and back. My nerves are also hypersensitive around my implants, so bad that I can no longer wear a bra because of extreme pain on my chest under my breasts. I went through lab work checking for autoimmune only to find out that my labs are perfect. In 2015, I started having pain in my neck and left shoulder. That pain has continued and actually expanded. The pain goes up my neck, down my back and down my left arm. It has now also turned into a weakness in the muscles in my left arm and tingling feeling. I'm now at the point where I competed in body building in 2016 to barely being able to lift any weight. One symptom that has affected me the most is brain fog and depression. I've never experienced anything like this brain fog. It's almost impossible to focus on anything, making work near impossible!! Depression is something I've never experienced until 2019. I've been very happy and outgoing. Now I find it hard to crack a smile. I've also been experiencing fatigue starting about a year ago. I have zero energy and cant get through a work day without a nap. And I never feel refreshed after napping. My pain from all of this is getting worse. Every day is a huge struggle. There are days where I feel like I'm going to die. I told my husband years ago "it feels like I'm being slowly poisoned" and I can't help but believe that I am. All my labs are great! MRI, normal, emg, normal. So what's my answer? I have many more symptoms and tests performed. Please let me know if you want further documentation. FDA safety report ID # (B)(4).